Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem. H3 investigational narrative: an opened box with seventeen packets of product code mcp946 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ¿g/m.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: please clarify if the suture broke into separate pieces or if the entire needle separated from the suture. The suture separated from the needle. How long was the delay? They did not specify the delay, the delay was brought on by needing to get more suture pulled and a new box opened completely from a different lot number. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? They did not report any complications as a result of the prolonged surgery time. Were there any patient consequences? No patient consequences reported. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Device will be taken to (B)(6) today for delivery. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m. Events were submitted via 2210968-2021-11525 and 2210968-2021-11526.

Event description:
It was reported that the patient underwent c-section on unknown date and the suture was used. During suturing, the suture would break/ separated away from the needle, when slight tension was applied. Another like suture was used to complete the procedure. There were no patient consequences reported.